Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4) and supplemental report was also submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4) and supplemental report was also submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). New information notes that on (B)(6) 2016 the patient was admitted with sepsis and ICD vegetation. Patient was treated with medication. The device and lead were later explanted on (B)(6) 2016 and the patient was discharged with life vest. A new system was implanted on (B)(6) 2016.